Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Gore received maude event report mw5040777 from FDA. The event description reports: pain in upper abdomen, unable to eat, pass gas, difficult to have bowel movements and severe chest pain.

Manufacturer narrative:
(B)(4): type of reportable event is changed to 'serious injury'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.